Event description:
It was reported that the procedure was to treat a 99% stenosed, mildly calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. The 3.0x12mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another xience prime stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.